Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were some motor error alarm in the alarm history. It was stated that the customer's blood glucose was normal and the customer didn't require medical treatment. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.